Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the visceral artery using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the physician experienced resistance and the ruby coil was unable to successfully advance through. The physician then resheathed the ruby coil back into its introducer sheath but was unable to advance the coil out of its introducer sheath after that. Therefore, the procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil and inner diameter (ID) of the introducer sheath were measured and found to be within specification. Upon first evaluation, the ruby coil could not be advanced through the introducer sheath. The introducer sheath was flushed by a penumbra investigator during decontamination and the ruby coil could be advanced through the introducer sheath, but resistance was encountered upon advancing the kinked sections of the pusher assembly through the introducer sheath. Conclusion: evaluation of the returned device revealed the pusher assembly was kinked in multiple locations. The observed kinks caused resistance when advancing the ruby coil through its introducer sheath during functional analysis. This damage may have occurred due to forceful manipulation of the ruby coil during insertion into a microcatheter. The damage to the pusher assembly likely contributed to the resistance experienced by the physician while advancing the ruby coil. The od of the embolization coil and ID of the introducer sheath were measured and found to be within specification. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.